Event description:
It was reported to superdimension that during a superdimension case, the physician was rec'd an error message from the system that stated "the locatable guide's tip is currently out of the sensing volume. Please position the tip within the sensing volume. If the problem is not resolved, press 'retry'". New cables and locatable guides wer used and the problem persisted. The case could not be completed. The procedure is typically performed under local anesthesia. However, this event combines a suspected malfunction that rendered the system unavailable with a pt who was under general anesthesia. In an abundance of caution, this event is being reported due to the add'l potential risk associated with multiple exposures to general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
The analysis of the device showed a pin was not properly seated in the connector housing on the receiver board. After the pin was seated properly, the device functioned appropriately.